Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the pacemaker overestimated battery longevity. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the event was resolved with a pacemaker software upgrade.